Event description:
It was reported that the wake button "has to be pressed multiple times to turn on". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.